Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, and the displacement test. Insulin pump trace download analysis confirmed the pump alarmed low battery. The adapt tool indicated abnormal behavior of the lithium backup battery loaded vlith voltage as shown on the power management graph and confirmed low battery alarms due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the insulin pump was monitored and functioned properly. No unexpected pump error 23 alarms noted during testing. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had unexpected power loss. The customer was assisted with troubleshooting. Customer stated that they received a low battery alert prior to the replace battery alert and the timing was less than 8 hours from the low battery alert to the replace battery alert. Customer states the this was the second occurrence of replace battery alert in less than 8 hours after a low battery warning. No harm requiring medical intervention was reported. The device will be returned for analysis.